Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. Root cause for the issue of the forceps cover glue peeling cannot be exclusively determined. However, it is likely that the damage occurred because external force was applied to the distal end by handling. In addition, this phenomenon was not caused by the product or the manufacture, and that there were no problems with the safety. The instructions for use includes the following statements: chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
Correction is being made for additional information not included in the supplemental report submitted on aug 9, 2021. This supplemental report is being submitted to provide this information. Event took place during reprocessing, after an unknown procedure. The issue with the cord had had no impact on the procedure, nor the patient, that had been completed. The issue with the cord was discovered in the cleaning room while turning the knobs. No other devices were involved in the event. The device had been inspected at pre-check before the procedure that was completed with no abnormalities noted at that time. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. The scopes are stored in a scope closet, however, this issue was identified before the reprocessing was completed, so the scope was sent out for repair.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The device was returned for repair. The issue of forceps cover glue peeling, with missing parts of it, was observed at inspection. In addition, it was noted that probe unit pink rubber had minor scratches, ultra sound image had broken elements, insertion tube had scratches, the light guide tube cable had buckles and collapse, and control knob had play with low tension movement. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for repair of the universal cord buckling at the connector. The issue of forceps cover glue peeling, with parts being missing, was observed at the time of estimation. There is no reported patient harm. This medwatch is being submitted for the issue of the missing forceps glue.